Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of large pseudoaneurysms within the right thigh arteriovenous (av) graft, end-stage renal disease treated with hemodialysis, human immunodeficiency virus (hiv), hepatitis b and homelessness. The indication for the filter placement was reported to be deep vein thrombosis (dvt). The patient underwent angioplasty and stenting of a right external iliac vein stenosis, of the pseudoaneurysm and the av graft. This was followed by the placement of the optease retrievable vena cava filter via the left femoral vein without complication. The patient is reported to have tolerated the procedure well. Approximately four years and one month after the filter implantation, the patient became aware that the filter struts had perforated outside of the inferior vena cava (ivc) and was associated with blood clots, clotting and/or occlusion of the ivc. The patient further reported having experienced chest, back and lung pains associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported chest and back pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received from medical records state the clinical indication for filter placement included deep venous thrombosis, large pseudoaneurysm noted within the right thigh av graft, end-stage renal disease, dialysis dependency, hiv positive, hepatitis c, hepatitis b and homelessness. A kumpe catheter was advanced over an amplatz wire passed the pseudoaneurysm and wire placed in the inferior vena cava. A stenosis in the right external iliac veln was angioplastied with a 12 mm balloon. The pseudoaneurysm in the afferent loop was covered with an 8 x 80 mm fluency stent and postdilated with a 6 mm balloon. A more proximal stenosis within the afferent loop was also angioplastied. The efferent loop aneurysm was then covered with an 8 x 60 mm fluency stent. The stent jumped during deployment necessitating a third stent deployment. The third stent was an 8 x 40 mm flair stent. A followup fistulogram was performed. An optease filter was deployed within the inferior vena cava. Confirmatory imaging was performed. A total of 3 pseudoaneurysms were noted in the graft. Medication dosage included 200 meg of fentanyl and 2 mg of intravenous versed. All medications were given in divided doses throughout the procedure. Additional information was received from a patient profile form (ppf) that the 4 years after filter implantation, there was perforation of the filter struts outside of the ivc, th patient had blood clots, clotting/occlusion of the ivc. The patient reported having all kinds of chest pain, the back and lungs. It was difficult the explain the changes that occurred due to the filter. Based on the additional information received, updates were made to the following sections: a2, b3, b7, d4 & h4. New h6 codes coagulopathy (1779), perforation of ivc (2001), occlusion (1984). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, a patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury, damage, to the patient including, but not limited to, filter perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with an optease vena cava filter which subsequently malfunctioned and caused injury, damage, to the patient including, but not limited to filter perforation. As a direct & proximate result, the patient suffered life-threatening injuries & damages & required extensive medical care & treatment. As a further proximate result, the patient has suffered & will suffer significant medical expenses, pain & suffering, & other damages.